Event description:
Event description guidant received information that post implant, this implantable cardioverter defibrillator (ICD)and transvenous defibrillation lead, exhibited ventricular oversensing of noise on the rate/sense channel. The oversensing resulted in an inhibition of ventricular pacing.